Event description:
It was reported to boston scientific corporation that during a procedure to place a polaris ureteral stent, the "white end of the stent broke apart when the physician was trying to put it in." According to the complainant, the blue end remained intact, and the suture was removed from the device. It is unknown whether the breakage occurred inside or outside the patient. It is unknown how the procedure was completed; however, it was reported that there were no complications to the patient, whose condition at the conclusion of the procedure was reportedly "ok." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.